Event description:
Parent's attorney alleges that patient purchased a craftmatic adjustable bed in 1998, which was in continuous use until (B)(6) 2010. On (B)(6) 2010 patient's family purchased and installed a replacement hand control for the bed. It is alleged that on (B)(6) 2010 the hand control burst into fire setting the bed on fire resulting in the patient being burned to death.

Manufacturer narrative:
This product was not sold by the company filing this report. Upon information and belief the bed was sold by elevation bed, (B)(4). The hand control that is alleged to be the cause of the fire was manufactured by raven industries, inc, in (B)(4) and furnished to (B)(4) to be sold as a component of the adjustable bed.